Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 5/21/2019. Device returned to manufacturer: yes. Device evaluation: the sample received in an open packaging box of zcb00v with a lens case and a lens inside. The lens was observed under microscope and a white particle was observed on the optic zone of the lens. The complaint was verified. The lens with the particle were sent to a third party laboratory for identification of the foreign debris with the following results: the ftir analysis indicates the sample is consistent with a cellulosic material (e.g. Cotton, rayon, lint). According to subject matter expert (sme) the iol can be expose to different materials during the manufacturing process, however throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance, as required by our approved procedures. As part of the manufacturing process there are controls in place to detect this type of nonconformance's (cleaning processes, visual inspections (microscopes 10x), environmental controls (clean room class 6), manufacturing processes executed on laminar flow hood, visual criteria certification). In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment and examined thoroughly to ensure particles have not been attached before implanting. However, based on the evidence observed and the batch record reviewed, it is not possible to confirm if the particle or substance observed is related to manufacturing, as the reported lens was handled. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted/explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white foreign material was found on the intraocular lens (iol) optical part when opening. There was no patient injury. No additional information was provided.